Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely normal (0.00ng/ml) troponin (accutni) results generated by the access 2 immunoassay system for 13 patients' samples. The customer questioned the results and repeated the patients' samples on a new reagent pack. Repeat results were within the range of 0.01ng/ml to 12.0ng/ml. (Exact results were not supplied). The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Based on information provided, the customer loaded a new reagent pack onto the system on (B)(6) 2010 prior to testing accutni. There is no indication that service was dispatched for this event. No additional information is available regarding this event. No clear root cause could be determined for this event.